Manufacturer narrative:
Citation: imerci, a., rogers, k., freeman, m., sees, j. Evaluation of risk factors for cerebrospinalfluid leakage in pediatric patients with cerebral palsy treated with intrathecal baclofen. 2020. Journal of pediatric orthopedics. 40:e522-e526. Doi: 10.1097/bpo.0000000000001472 per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID 8637, product type: pump. Product type: catheter. Product ID: 8637, product type: pump. Product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial# unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter, product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID 8637, serial#: unknown, product type: pump. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown. Product ID: 8637, serial/lot #: unknown. Product ID: 8637, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: following institutional review board approval, 720 itb procedures in 341 children with cp were identified retrospectively over a 15-year study period. Patients¿ demographic characteristics, medical comorbidities, muscle tone patterns, feeding tube status, seizure history, inpatient events, itb-related csf leak and headache complaints and their management, and other complications were evaluated. Reported events: 19 patients had early infection and 6 had late infection 10 patients with csf leak and spinal headache did not respond to conservative treatment and required an epidural blood patch (a total of 33 blood patches were administered). 12 blood patches occurred for headache after a secondary itb procedure such as system revision, catheter migration, infection, csf leakage, or headache that developed after concurrent posterior spinal fusion (a total of 33 blood patches were administered). 2 patients with csf leak only did not respond to conservative treatment and required an epidural blood patch (a total of 33 blood patches were administered). 4 patients had a second blood patch for ongoing headache and csf leak because of the failure of the first blood patch. 1 patient for whom the blood patch was unsuccessful had a dural repair 1 patient had their catheter removed 2 patients had dura mater repair. A revision was performed in a patient with csf leak because of pseudomeningocele. After csf leakage, 4 patients had seroma formation around the pump and abdominal wound site exploration was performed. 4 patients developed wound dehiscence after psf and itb procedures. These wounds were treated with spinal wound exploration and vacuum-assisted closure. 3 patients that developed wound dehiscence after psf and itb procedures also had csf leakage. These wounds were treated with spinal wound exploration and vacuum-assisted closure.